Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was able to duplicate the reported problem. The main board and engine to be replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump suddenly stops during infusion. Alarm sounds and no buttons can be pressed. Even after removing the battery, the alarm sound does not stop. Pump makes cracking noises. There was patient involvement, but unknown patient harm.